Event description:
On (B)(6) 2011, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012 an additional iliac extender component was implanted.

Manufacturer narrative:
The root cause of the additional procedure could not be determined with the provided information. Additional device implanted and involved in this event: rmt261414/8121616. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.